Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 43 mg/dl at the time of the event and also reported crack on the insulin pump. The customer also reported a sensor glucose vs blood glucose reading mismatch. The hypoglycemia was treated with glucose/carb intake and emergency medical service was provided. The event involved products mmt-1884l, mmt-7040a, mmt-332a, mmt-397a. Troubleshooting was partially performed for hypoglycemia. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer used the smartguard/auto mode of the insulin pump. Troubleshooting was performed for cosmetic damage and the location of damage was at the battery tube side. The blood glucose value was 43 mg/dl and the sensor glucose value was 143 mg/dl and the difference was greater than 30%. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. It was unknown whether the customer will continue to use the sensor, reservoir and infusion set. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.